Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged the pump experienced a call service 078-00080134 alarm during the rewind step that could not be cleared from the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-apr-2019 with the following findings: a review of the pump¿s black box and histories showed a cs 078 call service alarms. During testing, the pump rewind, load and prime steps performed successfully with no call service alarms occurring. The complaint of a cs 078 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed moisture behind the display. A leak test was performed and revealed leaks at a crack in the pump case. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.